Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. Customer received a message 'lo' (reading less than 40 mg/dl) sensor scan result when compared to unspecified reading obtained on unspecified device. As a result, customer experienced "lightheaded and felt dizzy" and self-treat with unspecified prior having contact with a healthcare professional (hcp). The hcp provided unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.